Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection showed that the study had many gaps during the procedure. The total analysis time was 44 hours and 28 minutes, which was considered a short study. It was reported that an unidentified device malfunction occurred. A potentially related device issue was confirmed. The most likely cause could not be established from the information available. This issue may occur if the distance between the recorder and the capsule exceeds 2 meters. It may also occur due to recorder malfunction or capsule failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer thought that there was a malfunction, so procedure was repeated. The patient had anesthesia during the initial and the rescheduled procedure.